Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the blade in the dermatome was incorrectly mounted upside down by scrub nurse and handed to (B)(6). (B)(6) set and reviewed depth selected and confirmed depth to be appropriate with (B)(6). Once graft harvest commenced it became obvious that a full thickness injury had occurred and (B)(6) instructed (B)(6) to stop. Tissue flap laid back down. Split skin graft harvested by (B)(6) and tissue flap sutured closed by (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This complaint is being reported by zimmer biomet as (B)(4). The customer did not return the air dermatome device for evaluation. The repair history review was unable to be performed as the device serial number is unknown. The device history record (DHR) review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. Initial qa inspection of the air dermatome was unable to be performed as the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical as the device was not returned for repair or evaluation. The reported event was non-verifiable since the device was not returned for evaluation or repair. However, it was clearly stated in the reported event that the blade in the dermatome was incorrectly mounted for use. The root cause of the reported event could be specifically determined, but is likely related to an issue with the user technique. In the reported event it states that the blade in the dermatome was incorrectly mounted upside down by the scrub nurse and handed to the senior house operator (sho). The IFU states to ¿place a new blade in slot on the handpiece. If replacing a blade, remove the used blade before inserting the new one. Mate the drive pin with the hole in the blade. Note: ¿insert with this side up¿ message.¿